Manufacturer narrative:
Product analysis: the error was confirmed, and attributed to an out-of-specification micro processor unit (mpu). The power cord was found to be burnt. The keyboard, handle and housing were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for service. There was no patient involvement. The programmer tested out-of-specification, during analysis.